Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2014 for high blood glucose. Customer was vomiting continuously and went to the hospital. Customer was diagnosed for diabetic ketoacidosis. Customer was in the hospital for 3 days. Customer was hospitalized until they did not have diabetic ketoacidosis anymore. Customer was wearing the pump at the time of the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.